Event description:
The pt was implanted with a radovan tissue expander with remote injection dome on 9/29/98. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 1/5/99.